Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator display screen remained off and the alarm was continuous. There was no patient involvement associated with this issue.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The device passed all testing and met all manufacturer specifications.